Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 512 mg/dl to 517 mg/dl at the time of incident and current blood glucose value was 423 mg/dl. Customer other blood glucose values are 386 mg/dl, 514 mg/dl, 417 mg/dl and 387 mg/dl. Customer experienced symptoms such as nausea and chest pressure. The customer was assisted with troubleshooting. The customer was treated with insulin pump and changed entire infusion set system including the insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did used auto mode at the time of event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.